Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2025. The patient was sent back to the ward after the procedure. The physician tried to reconnect the microsensor, however, the monitor showed an intracranial pressure (icp) reading of 15mmhg to 116mmhg. The patient had a computed tomography (CT) scan without any abnormalities. Due to suspicion of incorrect icp reading the physician retrieved the microsensor and stopped monitoring on the same day. The patient is currently stable and has not experienced any signs or symptoms related to the sensor issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - was performed on reported lot number 7058645 and no anomalies were identified during the manufacture or packaging of the device. However, the returned device for failure analysis doesn¿t match the reported lot number. Therefore, we have reviewed supplier DHR and kitting DHR for returned device¿s lot number 7058602 and no anomalies were identified during the manufacture or packaging of the device. Failure analysis - since the returned device did not match the reported lot number, the complaint is unconfirmed. Root cause analysis - per the complaint background and during complaint investigation and failure analysis evaluation complaint was not confirmed.

Event description:
N/a.